Manufacturer narrative:
(B)(4). The sensor was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the internal wires were broken inside the catheter. The catheter was received in a drainage tube. Based on the condition of the device when received, no testing was possible. Due to the condition of the catheter, the supplier was unable to confirm the issue reported by the customer. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During icp procedure it was noted that the sensor leaked. The surgeon was afraid of infection and removed icp system. The patient was not infected. There was no adverse event on patient. The patient was discharged. Per affiliate: no delays.